Event description:
Customer's granddaughter reported that on (B)(6) 2012 customer received the following readings from her adc blood glucose meter, which were higher than she felt: 150 mg/dl, 115 mg/dl and 78 mg/dl. Caller further reported that while taking a nap, customer was "just talking weird," "talking slurred." Paramedics were called and administered glucose via intravenous infusion. Customer was contacted in follow-up to clarify when the readings were obtained relative to the medical event and it was revealed she did not know what her blood sugar reading was prior to the paramedic's intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The original MDR erroneously identified the meter as a freestyle freedom lite blood glucose monitoring system. However, the correct brand name of this device is freestyle lite blood glucose monitoring system.